Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, during which the meal announcement feature was initially not unlocked; the user unlocked the feature with agent guidance and confirmed the meal announcement icon was displayed, then treated the low glucose. Symptoms included low blood glucose of 61 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrate and return of glucose to 114 mg/dl within the same evening without medical intervention or backup therapy. Investigation included customer support troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no additional issues identified during follow-up. It was concluded that the event was hypoglycemia with unclear cause, resolved with oral glucose and use of the device after feature activation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.